Event description:
On 02/02/1999, following a diagnostic procedure an angio-seal device was placed in a patient's right grion.hemostasis was not obtained and manual pressure was held for 30 minutes. At this time a pulse check revealed absent pedal pulses in the right foot. A cardiovascular surgeon was consulted who opted to try anticoagulation therapy consisting of 1,500,000 units of urokinase and 6,000 units of heparin adminstered directly to the embolus(duration unknown). This treatment resulted in only partial lysis of the embolus.on 02/03/1999, the paient was taken to surgery. Exploration found the angio-seal device embedded at the distal popliteal artery with small amounts of distal thrombi in the anterior tibial vessels. The patient toleated the procedure well.as of 03/15/1999 there has been no further report to the manufacture of complication or additional patient sequelae.